Event description:
Oncology unit had difficulty removing line. Sent patient for investigation to medical imaging. Fluoro screen showed stylet still in situ and migrated to iliac vein. Partially able to remove with snare through femoral vein. Distal end sheared off. Will attempt retrieval next week.

Manufacturer narrative:
The complaint was confirmed, and the cause will be considered user related. It was reported that the stylet remained in the patient. A 19.1 inch segment of stylet wire was returned for evaluation with segments of the catheter tubing and the proximal end of the two-piece connector. The stylet was most likely cut when the catheter tubing was trimmed to length, and left in the catheter when the connector was assembled to the tubing. The product IFU indicates that stylet removal is a step in the insertion procedure prior to modifying the catheter length and attaching the connector to the tubing. A chr was not completed since the lot information was not provided by the complainant.